Event description:
It was reported that during a hand assisted sigmoid resection, on the first and second firings, using a blue reload for each firing, while creating the rectal stump, the first and second strokes were completed. As the third stroke was being fired, the tissue slid out of the distal end of the jaws. The fourth stroke was completed. It was noticed that all the drivers were pushed out. The device cut and stapled properly, the tissue slid out prematurely. Before the third firing, a white reload was placed and the device fired properly. A leak test was performed on the stump and everything was secure. Another device was used to complete the procedure. There was no adverse consequence to the patient reported. One device will be returned.

Manufacturer narrative:
(B)(4): articulation link. The analysis found that one ec60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight and articulated positions with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. After further analysis the articulation link was found broken, it should be noted that the failure mode is not related to the event. The batch record was reviewed and no anomalies were noted during the manufacturing process.